Event description:
It was reported that this pacemaker was oversensing noise during interrogation at a follow-up appointment. Technical services (ts) reviewed provided electrogram (egm) and determined that the noise was caused by telemetry. It was advised to stabilize the programmer wand over the pacemaker can properly. It was resolved after troubleshooting. No adverse patient effects were reported. Currently, this device remains in service.